Event description:
The customer reported a button error alarm. The blood glucose reading was not given. The patient stated that the act button does not react well. No further information was provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Cracked case at display window, battery tube threads and minor scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.